Event description:
It was reported that the patient's implantable cardiac monitor (icm) was detecting false bradycardia episodes due to undersensing of r-waves. The device remains in use. No patient complications have been reported as a result of this event.